Event description:
It was reported that post-paced t-wave oversensing was observed on the ventricular channel via remote transmission. Patient was asymptomatic. Programming changes were commended; device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.